Manufacturer narrative:
Good faith effort attempts were made to retrieve additional details regarding the reported event and the device status, but further information was unable to be obtained.

Event description:
It was reported that the ablation area was larger than expected. A leveen coaccess and a rf3000 radiofrequency generator were selected for a pulmonary radiofrequency procedure. During the procedure, the leveen coaccess needle was correctly placed in the target area. The treatment time parameters were 1 minute 28 seconds at 10w, then 4 minutes at 15w, and finally 10 seconds at 10w. During the first treatment session, the parameters fluctuated more rapidly than usual (increasing up to 20w). There was no drop in power delivery during the three ablation attempts. The desired ablation area was 3cm. The thermoablation area was abnormally large, approximately 5 cm, for a treatment delivered at about 10 to 15 watts. The ablation area was larger than expected.